Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer alleged this was ongoing for the past year. During troubleshooting tandem technical support confirmed that pump software was acting as intended but was unable to address past issues. Customer's blood glucose ranged from 70-400 mg/dl. Reportedly, customer continued to use pump for insulin therapy.